Manufacturer narrative:
This MDR is being filed following our procedure governing MDR reports: patient experienced a hypoglycemic event with blood glucose level of 27mg/dl. Patient later became unconscious. Paramedics were called, who administered IV fluids. Device is not available for technical review. Patient using device with u500 insulin which is off label.

Event description:
Type 2 diabetic pt. Using vgo 20 intermittently since (B)(6) 2015 reported to valeritas customer care hypoglycemia of 27 mg/dl requiring third party help. Ae assessor spoke with the pt. For further investigation of case. Pt. Reported she returned to using vgo perhaps in "(B)(6) 2018" she can't remember exact date. Using vgo 20 bg 27, 50s-100s mg/dl, not taking clicks because bg has not been 200 or greater. Pt. Not feeling well and not eating and bg fell to 27 mg/dl. Pt. Became unconscious, husband called paramedics who gave pt. IV glucose and bg improved to 109 mg/dl. When pt. Woke up pt. Ate. The vgo was discontinued and pt. Is taking insulin injections and bg continues to be low and high but pt. Would not provide bg levels. Patient is using humulin r u500 insulin; humalog and novolog have been approved for vgo but a health care provider may order humulin r u500 insulin but it is off label prescribing. Likely contributing cause of the hypoglycemia is pt. Was not eating due to not feeling well and one vgo 20 containing u-500 humulin r insulin may be too much insulin for pts. Current lifestyle. The pt. Recovered without sequelae. Vgo is not available for a technical review.